Event description:
F3 plate removal case. Middle screw on plate could not be removed using screwdriver as appeared to cold welded to the plate. Female hex in screw rounded out, could not be removed using ao screw removal kit either, had cut plate from around the screw using diamond tipped burr.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the info provided, as the part and/or lot number required to review the device history records was not provided. The investigation could not draw any conclusion about the reported event. Based on the investigation, the need for corrective action is not indicated. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.